Manufacturer narrative:
H10, h3, h6: the navio handpiece, intended for use in treatment, had a broken black hard stop from snap lock prior to a procedure. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. The root cause of this issue was found to be mechanical component failure.

Event description:
It was reported that the handpiece has a broken leadscrew nut. Since this was noticed upon inspection, no case was involved.